Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a battery out limit alarm. The customer's blood glucose was 475 mg/dl at the time of incident. The customer stated that they have not treated the high blood glucose at the time of call. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.